Manufacturer narrative:
(B)(4) needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged device was used during a vaginal hysterectomy and sacrospinous colpopexy procedure performed on (B)(6) 2016. According to the complainant, during procedure and inside the patient, the needle detached. The physician decided not to explore the sacrospinous ligaments to remove the tiny bullet. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.